Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This complaint is for the revision on (B)(6) 2015. Stryker italy received a letter from the lawyer of a patient underwent to a revision surgery of the cup with implant of howmedica femoral head and diam wright medical ((B)(6) 2006) and then to an additional explant procedure and surgical cleaning at (B)(6) hospital in (B)(6) on (B)(6) 2015. First surgery was done on (B)(6) 1999 in (B)(6) hospital with howmedica implant and ceramic insert. The lawyer of the patient bases his request of damage on the evaluation of a medical experts who raised the responsibility both of the hospital rizzoli and of the manufacturer for having used a device releasing metal ions. No details in the letter related to the products. The legal of the patient asks for the compensation for damages. Stryker italy legal dept. Has already asked broadspire if this could be a abg ii modular case, but the name of the patient is not included in their files.